Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. One handle with mini quick coupling (part number 311.01 / lot number unknown) was received with the complaint category of ¿broken: procedural step unknown.¿ the complaint condition is confirmed as the handle was received with a distal portion of the phenolic handle broken away from the handle. No definitive root cause was able to be determined as circumstances surrounding the event and during the devices over 27 year lifespan are unknown. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This device is intended for use in screw insertion across multiple plating systems such as the modular foot, the modular hand, and the distal ulna systems. The handle was received with a distal portion of the phenolic handle broken away from the handle. The broken portion is approximately 14mm long and 15mm wide. Another portion of the handle was noted to be missing. Based on the retuned device it is estimated to encompass a piece 19mm long and 15mm wide. The distal screw which is not intended for removal was noted to be partially retracted. The balance of the device shows wear consistent with significant use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the handle is already broken. As the date of manufacture is unknown, the following drawing was reviewed; handle with mini quick coupling: 311_01. The proximal set screw was noted to not match the current assembly drawing. This was determined to be because it was updated from a cruciform slot configuration to a single slot configuration which updated the component drawing. This was determined to not impact the complaint condition. Handle (component): 311_01_2. Relevant drawings were also reviewed as they represent the handle component design changes since the product release. Based on the handle etchings, the handle was determined to have been manufactured prior to 23-feb-1990. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. All dimensional inspections completed with calipers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Though the subject device was discovered to be broken on (B)(6) 2017, it is unknown when the device was actually broken. (B)(4). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. Without a lot number a device history record (DHR) review could not be completed. Synthes manufacturing location and date of manufacture are unknown. If a lot number for this device is identified during the investigation, a DHR will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, pre-operatively while the scrub technician was setting up for surgery, the handle with mini quick coupling was found broken in two pieces. It is unknown when the device was broken. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).